Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following procedures: anterior cervical microdiscectomy and fusion with collation peek cage, anterior plate screw fixation and vitoss bone graft to treat the following pre-op diagnosis: cervical subluxation, instability, disc herniation c3-4. On (B)(6) 2012 the patient underwent the following procedures: posterior cervical fusion, facet screw pedicle screw and rod instrumentation c3 to c7 bilaterally with bone fusion using bone nanos to treat the following pre-op diagnosis: cervical pseudoarthrosis c3 to c7. On (B)(6) 2014 the patient underwent the following procedures: anterior exposure of l5-s1 to treat lumbar instability. On (B)(6) 2014 the patient underwent the following procedures: anterior retroperitoneal exposure lumbar spine l5-51, left sided percutaneous pedicle screw fixation with sexton, posterolateral fusion osteostrux bone graft ls-51 to treat the following pre-op diagnosis: central disc herniation, lumbar instability l5-s1. Op notes: the segment distracted up to the 60 mm height large globus trial. The cage was in place. It was a large independence globus cage, 15' height, 15' lordotic angle with rhbmp-2 and conduct bane graft in the middle of the cage for the bone fusion. The plate was secured in excellent position. Following this with the awl screw technique, 2 ha coated screws were placed to the plate cage construct into the sacrum and one into l5. Screws were well locked to the plate adding good fixation to the construct. Jamshidi needles were placed in the pedicles of l5-s1 on the left using ap fluoroscopy. Good position confirmed by lateral fluoroscopy. Guide-pins placed. A small stab incision was made. Soft tissue elevators placed, the pedicles were then tapped. Osteostrux bone graft was then placed over the decorticated facet and pedicles for the bone fusion posterolaterally. Screws were then placed; they were ha-coded multi-axial screws, 6.5 mm diameter x 45 mm length at l5 and 7.5 mm in diameter x 40 mm in length at the sacrum. The screws were tight and secure in excellent position. Extenders were connected. The arc applied. A small stab incision was made above. The rod passed down through the screw heads, locking nuts tightened down, broken off fixating the rod to the screws at l5-s1 on the left resulting in very good posterior fixation. The extenders were then released. The wound was irrigated with bacitracin solution and closed with 3-0 vicryl, subcutaneous tissue, staples for skin, dressing applied. The patient was taken to the recovery room in good condition. No complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.